Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified medications during unspecified surgical procedures. After unspecified lengths of time, the anesthesiologists injected unspecified medications at unspecified locations on the tubing sets. It was reported that during the medication deliveries, disconnections were reported at unspecified friction fit luer connections on the tubing sets. The customer contact reported that unspecified volumes of the medications leaked. The tubing sets were replaced and the therapies resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.